Manufacturer narrative:
(B)(4). Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime/fill anomaly was noted. Device was received with normal operating currents and no unexpected low battery alarm, battery power loss alarm or pump error alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm and prime anomaly. The customer¿s blood glucose level was 170 mg/dl. The customer reported that they had pump error alarm after battery change. The customer stated that they had ran through load reservoir and fill tubing, but does not see any insulin coming out. It was reported that they had performed displacement test and was failed. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.